Event description:
It was reported that the atrial lead had a low impedance lead warning and a high threshold. The lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) - implanted: (B)(6) 2013; 507135 implantable pacing lead - implanted (B)(6) 2013.